Event description:
Dealer is stating that the left side crossbrace broke at the weld. S/n (B)(4) . Dealer is stating that the end user was not injuried. Dealer is stating that the chair has a lot of rust on the bearings, bolts are rusted at the crossframe. Dealer is not aware if chair is stored outside or other issue. Dealer had no other information provided.